Event description:
Covidien received information stating that an 840 ventilator had a blank graphical user interface (gui) display. The customer has not yet responded to questions about patient involvement.

Manufacturer narrative:
The field action for the 9.4 inch graphical user interface (gui) was performed by the covidien customer support engineer (cse). As part of the field action, the cse replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and performed according to manufacturing specifications. Covidien reference: (B)(4).